Manufacturer narrative:
(B)(4). One sample was received containing fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow was observed at the fill-port. No other observation was noted. The sample was disassembled for examination. A small glass fragment was found under the check-band. No other cause of back-flow was found during the examination. Based on the findings, the back-flow condition was caused by a glass fragment introduced into the fluid pathway during filling without the use of a filter. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor lv 5 device backflowed from the filling port during filling. The device was being filled with saline. There was no patient involvement, injury or medical intervention. The actual sample is available. No additional information.